Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information gathered, it was presumed that the image was not displayed due to the failure of the ccd. Product shipment record was reviewed and no issues were found on the device. The failure of the ccd unit is caused by the material deterioration of the ccd sensor due to ultraviolet rays. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event and found the charge coupled device unit to be faulty. In addition, the video connector was cracked and the video connector failed the leak test due to the crack. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus the image did not appear during a diagnostic procedure. No patient harm or injury reported.